Manufacturer narrative:
Part not received by manufacturer. A medtronic representative went to the site to test the equipment. Before, performing an imaging system check-out, the medtronic representative, noticed that the system was powered on. The keyboard functionality was tested, functioning without issue. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative conferred with the site, confirming that after they rebooted the system the keyboard was functioning as intended. Also, that the imaging system had been left on in a standby state, overnight. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's mobile view station keyboard is not functioning. This was discovered prior to taking a spin and entering patient information. The surgeon discontinued use of the navigation and imaging systems and chose to complete the procedure with a c-arm, an alternate system. The surgery was successfully, completed. There was a reported delay of 20-25 minutes to the procedure due to this issue. There was no impact on patient outcome.